Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. Additional details have been requested regarding the suspected creutzfeldt-jacob disease and additional testing. At this time, no additional information has been provided. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from a customer reported the angulation wire was torn during a therapeutic colonoscopy procedure. The patient was under mono-sedation with propofol. There was no delay and the procedure was completed with the scope. The customer further noted a suspected creutzfeldt-jacob disease case with the device. Additional testing was being done to confirm and the device was to be quarantined for the time being.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the suspicion of creutzfeldt-jakob disease was not confirmed and the results of testing showed the patient did not have cjd.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress on the insertion section. According to the investigation results, the coating on the insertion section was damaged/peeled off - therefore, cleanability of the insertion tube may have been reduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in event, evaluation found the complaint was confirmed and the bending angle in the up direction did not meet standard value due to wear of the angle wire and a dent in the bending tube. In addition, evaluation found water tightness was lost due to wear of the scope connector cover, the cover plate was deformed, the scope connector cover was cracked, the bending section was worn, the connecting tube was discolored, and the universal cord was deformed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the angulation wire of the evis exera iii colonovideoscope was torn. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there were foreign objects in the connecting tube. The report is being submitted due to foreign objects in the connecting tube found during evaluation.